Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, when inserting the laser probe into the trocar, resistance was felt. The laser probe was replaced to complete the case. There was no patient harm.

Manufacturer narrative:
Additional information provided. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample revealed excess adhesive on the cannula tip. The 25 gauge illuminated flex curved laser probe was inserted into a 25 gauge trocar. The sample became stuck when inserted into the 25 gauge trocar, confirming the reported event. The 25 gauge illuminated flex curved laser probe was packaged on (B)(6) 2017. There were (B)(4) paks associated with this lot. The 25 gauge illuminated flex curved laser probe was manufactured on october 25, 2017. There were 281 probes associated with this lot. Based on qa assessment, the products met specifications at the time of release. The reported event could be confirmed as the sample laser probe got stuck when inserted into a 25 gauge trocar. It was determined that there was excess adhesive residue on the cannula tip. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tip during manufacturing. An internal investigation has been initiated to investigate returned laser probes with excess adhesive residue observed on the tips. The manufacturer internal reference number is: (B)(4).